Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are:- experiencing skin irritation or breakdown at the site discontinue use if an allergic reaction occurs. Replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got infection and then got septic shock. Doctor said it was from the purewick and the patient had stopped using it. It was unknown what medical intervention was provided for the infection and septic shock.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient got infection and then got septic shock. Doctor said it was from the purewick and the patient had stopped using it. It was unknown what medical intervention was provided for the infection and septic shock.